Event description:
After breast implant surgery, a pt was treated with juvederm to the lips. Approx 4 days after surgery, the physician noted the pt had symptoms of pain and swelling on the lower left side of the lip and was prescribed oral flucloxacillin. The next day, the pt's symptoms worsen and the physician attempted to drain fluid but was unable too. The pt was prescribed IV cephazolin every 2 hours and given augmentin. On the sixth day, the pt was taken to emergency and given IV antibiotics for 2 days. The symptoms have resolved.